Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Upon arrival to the site the fse performed a power cycle and was able to induce the reported discrepancy on the erbe generator. The fse replaced the erbe generated and performed a system verification per isi procedure. The customer was notified that the system was tested and verified as ready for use. The erbe generator was returned for failure analysis (fa). The issue was confirmed with system logs which recorded multiple error codes. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe displayed an error code upon startup. A system log review revealed errors pointing to integrated electrosurgical unit (iesu) checkmaster failure and the voltage measurement being too high on the erbe generator.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the erbe generator produced multiple errors. Intuitive surgical inc. (Isi) technical support engineer (tse) requested the site perform a hard power cycle however, the errors persisted. At this point, the tse recommended a backup generator be used. The site stated they found a third-party generator and energy activation cable. The customer confirmed the backup generator was connected and the blue light was on the vision side cart (vsc). The site was continuing with the procedure setup and the surgeon was aware of the generator switch. Isi tse was contacted a second time by isi clinical sales representative (csr) to request support in connecting the third-party generator to the vsc. Tse asked if the y-cable that connects the third-party generator to the vsc was present and the csr was unable to confirm. Tse explained that the third-party generator could be utilized with their own foot pedals if the y-cable was not present or connected. The procedure was aborted post anesthesia and port placement due to not getting the replacement in time. The procedure was to be rescheduled.

Manufacturer narrative:
Additional information was obtained clarifying the procedure was aborted prior to administration of anesthesia and port placement. It was stated there were no patient injuries or post-operative complication and there are no images or videos available for intuitive review.

Event description:
Refer to h11 for follow-up information.